Event description:
Fill tube became unattached. F/u findings: tube at the band broke during surgery. The surgeon explained that the tubing broke close to the band. The surgeon was using two graspers and while pulling quite gently as there was not a lot of tension, the tubing broke right off. The device was explanted a new device was implanted.